Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation with a navistar¿ electrophysiology catheter and the patient experienced transient av block. First, it was reported that noise occurred on the 1-2 electrodes of the thermocool smarttouch catheter (intracardiac only, in both carto 3 and lab) immediately after insertion into the patient's body. Cable was replaced but the issue continued, and this issue was improved by replacing the catheter to another new one. After that, the procedure was completed without any problems. Then it was reported that the patient had transient heart block. The physician thought the adverse event was caused by the ablation performed with the navistar catheter very close to the his bundle. The event was not related to the noise on the stsf. Patient was monitored, no medication was performed during the procedure. When the patient left from the catheter room, it was confirmed that the first degree atrioventricular block was persisted.

Manufacturer narrative:
On 23-aug-2024, the product investigation was completed as the complaint device was not returned. Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31149233m and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).